Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a knee arthroplasty, the screw for the tibial cut guide would not engage the guide and fractured off into the patient. Another instrument was used to complete the procedure. It is unknown if the patient retained any foreign body.